Event description:
Bd connecta 3 way stopcock did not function as intended for urgent adenosine administration for a supraventricular tachycardia (svt) patient. The device would push while not connected to patient's IV site but did not push when connected. The medication was disconnected and the syringes were flushed to administer medication.